Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultraeasy meter would not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2015. The patient manages their diabetes with a combination of diabetes medication, specifically 80 units of humalog twice a day and 2 metformin tablets twice a day. The patient reported continuing to take their usual dose of medication after the alleged product issue began. The patient reported developing symptoms of ¿heart pounding, sweating and legs were shaking¿ at 11:00am on (B)(6) 2015. The patient reported self-treating these symptoms by eating two chocolate bars and stated that they felt better within fifteen minutes. The patient denied testing on any other device at this time. The alleged issue was not resolved with troubleshooting but the csr noted that the patient was using expired test strips. The patient was educated about strip expiry dates and replacement products were sent to the patient. This complaint is being reported because, the patient developed serious symptoms associated with hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.